Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 504mg/dl. The cause of the high bg was unknown. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.